Event description:
Pt had implant placed in 1989 for breast reconstruction. She complained of many nonspecific symptoms in 1994 that she felt might be related to her implant. Device was found to be ruptured when it was explanted.